Manufacturer narrative:
The unit was returned for repair and fixed and tested. It met all spefications when completed.

Event description:
The "system failure" light & alarm are coming on as soon as the test completes, transport ventilator.